Event description:
Complainant alleged that while attempting to treat (B)(6) female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please ref medwatch report 1220908-2014-03309 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.